Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Patient's target therapeutic range is 2.5-3.5. Results were done 3 hours apart on (B)(6) 2011. Pt reports that she does have bruising, however, no more than she usually has.